Event description:
On (B)(6) 2014, the pt was operated on for closure of a gastrocutaneous fistula using the covidien disposable surgical stapling device (stapler) and covidien loading unit (staples). The stapler was fired across the base of the fistula on the wall of the stomach. There were no complications during the surgery. The pt tolerated the procedure and was discharged home the same day ((B)(6) 2014 at 14:40). On (B)(6) 2014 at 00:40, the pt arrived via helicopter in critical condition. The pt was immediately operated on for the repair of a perforated stomach. The area that had been stapled had failed. There were no visible staples in the stapled line, but there were staples floating in the omentum adjacent to the hole. The hole was closed with sutures. The pt expired on (B)(6) 2014 at 10:35am.